Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The balloon rupture was not confirmed; however, a leak was noted in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x38 mm xience alpine stent delivery system (sds) balloon was inflated to 14 atmospheres (atm) at the mild to moderately calcified lesion in the proximal right coronary artery, but the balloon would not hold pressure. Pressure was maintained at 14 atm and the stent was successfully deployed. After the device was removed from the patient, a pinhole leak was noted on the balloon outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.